Event description:
It was reported in an article that a patient implanted with vns therapy for depression had experienced asystole during the implant procedure. No other information regarding the issue was provided within the article, and attempts for further information have been unsuccessful to date, therefore, the relationship between the reported event and vns therapy cannot be determined.